Manufacturer narrative:
Correction: d4 section for primary unique device identification (UDI) number.

Manufacturer narrative:
Correction: previously need to include the expiration date on jul 31, 2016, and the date for device manufacture in h4 section on jan 7, 2015.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited failure to interrogate- no magnet response. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 section: previous report should have mentioned interrogation problem instead of failure to interrogate.

Event description:
It was reported that the pacemaker exhibited interrogation problem-inappropriate magnet response. No intervention was reported. The patient was in stable condition.